Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump under infused medication during infusion. The pump was programed to give 500ml at a rate of 999ml/hr; however, only 100 ml/hr was infused. The pump was reprogrammed to give a 500ml bolus and the same issue occurred again. The pump was then programed to give 200ml at a rate of 999ml/hr and the pump was not able to administer the desired volume during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.